Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated surgical procedure, the lead integrity alert (lia) triggered, and the patient received two inappropriate shocks. It was noted that there was evidence of oversensing, including an increased sensing integrity counter (sic), all occurring during the procedure. The clinician suspected that during the surgical procedure, the magnet had moved off of the implantable cardioverter defibrillator (ICD), leading to the episodes of oversensing. The ICD and remains in use. No further patient complications have been reported as a result of this event.